Event description:
It was reported that noise leading to oversensing and inappropriate automatic mode switch was observed on the atrial lead. Abbott technical support was contacted and recommended reprogramming to address the oversensing. Lead damage was suspected but was not confirmed visually and noise could not be reproduced with provocative testing. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that noise leading to oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. During lead revision, damage was observed on the ra lead. The lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. Abbott technical support was contacted and recommended reprogramming to address the oversensing. Lead damage was suspected but was not confirmed visually and noise could not be reproduced with provocative testing. The patient was stable and will continue to be monitored. There were no adverse consequences.